Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2020, while the patient was going to sleep, the infusion set's tubing came apart at the site connector. Therefore, patient's blood glucose level was 580 mg/dl at the time of this event and the patient tried to treat it with manual injection. Moreover, the site location was patient's buttock and the pump was in the bra. The infusion had been in used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body no further information available.